Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the lot number was not reported it is possible that the mildly calcified, mildly tortuous and 80% stenosed anatomy contributed to the poor wall apposition; however this cannot be confirmed. The investigation determined a conclusive cause for the reported patient-device incompatibility-wall apposition cannot be determined. The reported difficult to advance-crossability appears to be related to circumstances of the procedure as it is likely that due to the poor wall apposition interaction as the second 6x100 absolute pro sess was attempted to be advanced resulted in the reported difficult to advance. As reported, a 6x100 armada 35 percutaneous transluminal angioplasty (pta) catheter was used to correct the poor wall apposition of the first stent, which allowed the second stent to be advanced and successfully implanted. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. The additional absolute pro device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a long occlusion in the superficial femoral artery (sfa) with mild calcification, mild tortuosity and 80% stenosis. The first 6x100 mm absolute pro self-expanding stent system (sess) was advanced to the lesion and implanted; however, there was poor wall apposition. The second 6x100 absolute pro sess was then attempted to be advanced to the area; however, it could not pass through the opening of the first implanted stent. Several attempts were made without success so a 6x100 armada 35 percutaneous transluminal angioplasty (pta) catheter was used to correct the poor wall apposition of the first stent, which allowed the second stent to be advanced and successfully implanted. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.